Manufacturer narrative:
Sc-1132 sn:(B)(4) device evaluation indicated that the ipg passed the functional test and revealed no anomalies.

Event description:
A report was received that the patient experienced shocking sensation while using the device, even when not turned on. The physician believed that the ipg was causing the issue. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient experienced shocking sensation while using the device, even when not turned on. The physician believed that the ipg was causing the issue. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient's shocking sensation was at the pocket site.

Event description:
A report was received that the patient experienced shocking sensation while using the device, even when not turned on. The physician believed that the ipg was causing the issue. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.